Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Three photos of 0.3ml bd insulin syringes from lot# 1025876 were returned. The customer reported about needle/shield separation from the barrel. The photos were examined, and it was observed that 2 syringes exhibited a detached needle hub/shield assembly. No damage to the barrel tips was observed. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 1025876. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Corrective/preventative action has been initiated via CAPA# 1630423.

Event description:
It was reported that the needle separated from the bd ultra-fine¿ ii insulin syringe hub during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer (animal clinic) reported about needle/shield separation from the barrel."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle separated from the bd ultra-fine¿ ii insulin syringe hub during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer (animal clinic) reported about needle/shield separation from the barrel.".